Manufacturer narrative:
The employee placed a scope into the system 1e processor and proceeded to place a cup of s40 sterilant into the processor. The employee removed her hands from the processor and in the process her hand bumped the aspirator causing it to flip out of the sterilant cup. The employee stated that during this sequence the aspirator's end made contact with her arm. Following the event the employee stated she felt a burning sensation on her arm. The employee rinsed her arm under cold water and went to employee health. The user facility did not provide details regarding a procedural delay that may have occurred due to the reported event. The user facility stated that the employee was not wearing proper ppe during the time of the reported event as stated in the system 1e operator manual. The operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." Steris provided in-service training on the proper use and operation of the system 1e including the importance of wearing proper ppe.

Event description:
The user facility reported that after an employee placed a scope into the system 1e processor her arm bumped the aspirator probe causing it to come out of the s40 sterilant cup making contact with her arm.